Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the cleo infusion set exhibited a blockage alarm. There was patient involvement, no patient injury was reported.